Event description:
The manufacturer was contacted in reference to a rep dream station go. The manufacturer received information regarding needing a return label because the patient passed away. There is no allegation that the death was a cause of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.